Event description:
A call was placed to patient services on (B)(6) 2011. Caller stated following a left lead test, after presenting to the ER, adverse episodes were experienced. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).